Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the ventilator did not cycle due to a mechanical failure. It was stated that there was no physical damage. There unit was not dropped. There was no delay of therapy. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Device evaluation: the reported problem of ¿does not cycle¿ was confirmed/duplicated. The device did not cycle. The cause was the input manifold was damaged (white cap broken off). Replaced input manifold. The device passed functional testing after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.